Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the four-years-old female child patient faced a bent cannula on (B)(6) 2024. Her blood glucose level was above 400 mg/dl. The issue occurred with three similar types of infusion sets.used for less than a day and the site was side of patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1876170 MDR 3003442380-2024-05274- device 1 of 3.